Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using alternative wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found issue with wired footswitch. The fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch was not working. The issue was found during clinical use. No harm has been reported to philips.